Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving intrathecal bupivacaine 7500 mcg/ml at 255331 mcg/day and dilaudid 2500 mcg/ml at 851 mcg/day via an implanted pump for failed back surgery syndrome, degenerative disc disease, and spinal pain. A motor stall was seen at initial interrogation and the patient did not recently have a MRI. The logs revealed the stall date was (B)(6) 2018 and the alarm was heard. The ¿stopped pump period may exceed tube set¿ message occurred. The patient experienced withdrawal. No further complications were reported/anticipated or expected.

Manufacturer narrative:
Due to imdrf harmonization, any previously submitted conclusion code no longer applies to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a healthcare provider (hcp). The cause of the motor stall was not determined. The hcp had spoke to the manufacture technical services and it was advised that the motor stall was not recoverable. The motor stall and withdrawal had not been resolved. The pump was put to a minimum flow rate and the patient was placed on oral opiates were increased. It was noted that the patient was unsure if she wishes to replace the pump and is pending trial with increased oral medication. The patient¿s last recorded body weight was (B)(6) kg.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.